Manufacturer narrative:
(B)(4). Concomitant biosense webster products used during the procedure: carto 3 system, model no.: m-4800-01, (B)(4); stockert 70 system, model no.: m-5463-01, (B)(4); cool flow pump, model no.: m-5491-02, (B)(4); ez steer cs catheter, catalog no.: bd710fj282rts, lot no.:15152020; isthmus catheter, catalog no.: d6r20t12rt, lot no.:15118997. The catheter was tested and passed visual, electrical, temperature bath, generator and patency/flow tests. The root cause of the reported event could not be determined. Complaint cannot be confirmed. However, it does not appear to be manufacturing related as the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that during a right atrial flutter ablation the patient's blood pressure dropped. Ultrasound showed a pericardial effusion. Pericardiocentesis was performed. The patients blood pressure returned to normal. The procedure was stopped and the patient moved to (B)(6). The patient was reported as stable at the time of the call.